Event description:
The consumer states that the joystick is causing his chair to drive erratically. He states he has been run off the sidewalk and fallen twice. He also states that the chair will just shut off for no reason. The joystick is not under the recall. He also states that the brake levers have fallen off.